Manufacturer narrative:
Hologic technical support (ts) and molecular applications specialist (mas) reviewed logs and curves, which showed some light off for 229e with the hku1 positive controls and the negative sars-cov-2 control. Customer noticed oil on the outside of the ppr tube and dripping in pcr fluids drawer where the open access packs are. Customer cleaned the instrument, touch points, and swapped out all reagents/fluids and used primer probe reagents (ppr). After that, they ran 40 blanks (plus pre/post cleaning environmental swabs) and all the results were negative. Field applications specialist (fas) informed that they ran the old ppr again and were getting false positive 229e results. Another 40 blanks were ran using the newly prepared ppr all the blank results were negative. The old ppr was likely contaminated and the source of 229e false positives. Customer continued to run and monitor with no further issues reported. Hologic and FDA met on (B)(6)2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported they were seeing 229e cov when the eqc should be negative for that analyte for a fusion open access (ldt) assay done on the panther fusion instrument sn (B)(4).